Event description:
Customer states that falsely elevated accutni (troponin) results 3.06 ng/ml and 10.49 ng/ml were produced on two patient samples. Both patients underwent angiograms. Both patients were deemed to have negative angiograms. The falsely elevated accutni result contributed to the decision to perform the angiograms. There were no serious injuries and no medical intervention was required for this event. An angiogram is considered additional diagnostic testing, however, because it is an invasive procedure and could contribute to a serious injury situtation that may require medical intervention to prevent permanent injury, beckman coulter feels this event requires reporting under 21 cfr 803.